Event description:
The surgeon planned to implant a physio 4450m28 ring and the scrub nurse clicked the ring on the 1150 handle. When the surgeon was bending the 1150 handle into the correct position so that he could introduce the ring, the 1150 handle broke and the ring fell on the floor. Fortunately, the incident did not harm the patient. The surgeon continued the procedure and implanted another 4450m28 ring as they had 2 units of this size on the shelf.

Manufacturer narrative:
Method: device not returned. This is a reusable product and is not a serialized device. Therefore, we are unable to conduct a device history record (DHR) review. It is unknown how long this device has been in service with this customer or how many times this device was sterilized. It was reported that both the ring holder and handle will be returned. However, these devices have not been received. No patient information was provided and the surgeon indicated that this product had no interaction with the patient.

Manufacturer narrative:
Evaluation summary: received (1) ring handle. The returned device was examined visually. Claim of broken handle was confirmed. As received the handle was broken at both ends. The handle was broken at snap assembly section to the ring holder; the broken piece was not returned. The second broken section was evident at the opposite end, at the hand grip; the broken piece was returned. Device was given to engineering for additional review and determination. Per the engineering evaluation and review conducted and completed on (B)(4) 2012, the following comments were provided. The 1150 ring holder was returned by the customer and evaluated by engineering who confirmed the handle was broken. As received, the handle was broken at two locations. One break was observed at the snap assembly section where the ring holder attaches to the holder; however, the broken piece was not returned. The second break was observed on the handle grip as the end piece had broken off. The broken piece was returned. No information was provided by the customer regarding how many sterilization cycles the handle underwent or how many times the handle had been used. Based on a visual observation of the broken piece, the root cause of the damage appears to be from overload to the handle during use. It appears that there was a large amount of force applied at both the distal end where the handle snaps into the ring holder and at the proximal end where the handle tapers to a thinner cross section. Besides the visible breaks at the distal and proximal ends, there are cracks which can be observed under magnification in two areas where the plastic is over molded onto the stainless steel rod. At least one of these cracks appears to follow the knit line of the molding. Cracks in this area of the handle where the plastic is thick are highly unusual and rarely observed. These cracks may have been generated over time after multiple uses. There also appears to be some minor delamination between the two colors, which also may have occurred after many cycles of cleaning/sterilization. The sample does not have the lot # laser marked on the handle, and therefore the date of manufacture cannot be determined. The fmea for this product was reviewed for failure modes due to breaks in the sizer. Risk control measures consisting of material specifications, receiving inspection procedures, and instruction for use are in place to mitigate the risk. The handles are inspected upon receiving for distortions, cracks, voids, and misfills per acceptance handling procedures. The snap assembly section is also inspected for crack, separations, and distortions. The materials used in the handle assembly have been accepted and qualified per els documented procedures. Additionally, proper use of the handle and holder is documented in the instructions for use. No corrective action will be taken at this time as this event appears to be an isolated incident and there is no increase in occurrence. Additionally, the failure likely occurred due to product misuse since a break exhibited like this one would require a large amount of force applied at both the distal end where the handle snaps into the ring holder. The risk to the patient is low in this instance because a higher than typical force was most likely exerted leading to the break the handle. The user would have to position the handle/ring/holder in a specific position to create such a force. Furthermore, this force and positioning, if replicated, would typically be away from the surgical field. Additionally, no broken fragments of the handle came in contact with the patient and the 4450 ring was not used after the handle broke. Edwards will continue to monitor for similar events.